Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00931. Follow-up information revealed the patient has effective therapy following the procedure.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00931. It was reported the patient's leads had migrated. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced.